Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4 pounds due to faulty force sensor resistor gold. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. His blood glucose was unknown at the time of reporting. The customer was advised to discontinue use of the insulin pump and revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.